Event description:
It was reported that the implantable cardioverter defibrillator (ICD)  experienced possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5568-53 lead implanted: (B)(6) 2010. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).